Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having a difficulty time with getting the ipg fully charged. It was believed by the physician that the battery may have flipped. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.